Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/13/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: a visual inspection of the pump showed moisture behind the display lens. The pump failed a leak test at the display lens. The pump cover was opened and moisture was found throughout the pump.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.